Event description:
Pin was missing from the male adapter of the regulator allow ing it to be inserted into the nitrous oxide outlet. Nitrous oxide was administered instead of supplemental oxygen during an MRI procedure. Patient required breathing support to maintain oxygenation levels but returned to baseline and was discharged.